Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reports that yesterday their stimulation turned off on its own which it had never done before so the patient called their manufacturer r representative (rep) today and they said to reset the battery". Pt says that since then it's been taking a long time to charge ins (later confirmed its taken longer than normal to charge controller). Pt stated that they usually charge ins if it gets down to 30 percent and never let it get down too low but says they might have increased settings recently which could be why the stimulation turned off and ins depleted. Pt stated when stimulation shut off, they had to sleep in a chair all night and were very uncomfortable. Pt then clarified that the controller is what they thought was taking too long to charge but they stated its taken a half hour to charge it from 30 percent to 70 percent, which patient services reviewed was normal. Pt will charge controller to 100 percent and will then monitor their ins battery level, and if they find it continues to deplete faster than normal, they will follow up with rep.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated circumstances that led to stimulation turned off was one morning could not turn unit on. Pt confirmed controller serial number ((B)(6)). Unit turned off, they took battery pack out and then back in and unit worked. Issue has been resolved. Patient's weight at time of event was 166 pounds.